Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional atrial oversensing. It was also reported atrial tachycardia/atrial fibrillation (at/af) anti-tachycardia pacing (atp) therapies caused an accelerated ventricular rate. The therapies were programmed off and the lead remains in use. No patient complications have been reported as a result of this event.